Manufacturer narrative:
Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number. Complaint was voided and based on the complaint history review (chr) results, no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye) and explanted during a separate secondary surgical procedure due to complaints of not correcting patient's vision well. Visual acuities provided as 20/60 sc (without correction) and 20/30 cc (with correction). Patient indicated that they cannot read well as vision is very blurry. The iol was replaced with a different model lens of the same diopter size. There was no patient injury reported. Through follow-up additional information was received confirming that no additional surgical intervention was required. Patient outcome 1 day post-procedure was reported as excellent with visual acuity readings 20/30 sc (without correction). No further information is available.